Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2021, a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). On (B)(6) 2021, procept biorobotics corporation became aware that one (1) week post-aquablation procedure the patient was admitted to a hospital due to clot retention, which was addressed by performing clot evacuation (per manufacturer's instructions for use, bleeding is a potential risk of the aquablation procedure). The patient was released home in good condition. At some point after being at home, the patient fell, hitting his head, and then was readmitted to the hospital with bleeding in his head and subsequently passed away. The treating physician indicated that the patient's head injury was unrelated to the aquablation procedure.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review for similar complaints confirmed a total of 12 similar events have been reported to procept. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding, urinary retention. The aquabeam robotic system's instructions for use, ifu0101-00, warns of potential risks associated with the aquablation procedure, which includes bleeding and urinary retention. The clot evacuation is related to the surgical procedure; however the patient's death is unrelated to the aquablation procedure based on the information obtained through the treating physician. Based on the information received, plus the review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.